Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) tip failed to extend while in and out of the patients body. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Analyst commented, the lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification. (B)(4).